Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The patient had been intubated for 4 days, and the drainage tube broke when it was removed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. It was not necessary to check any other documentation in the course of investigating this complaint. According to the product experience report, there was no sample to be returned. However, photo evidence does show that the skater has separated at the radiopaque site. The wheeling quality manager has been notified of this issue, and will determine an appropriate corrective action.

Event description:
The patient had been intubated for 4 days, and the drainage tube broke when it was removed.